Manufacturer narrative:
While implanting a 9.0 x 40mm precise stent, the stent "jumped forward" and was placed distally. Another 9.0 x 40mm precise stent was implanted proximal to the first stent to fully cover the lesion. There had been no difficulty prepping the device and the physician had maintained a fixed inner shaft position during deployment. The lesion was in the internal to the common carotid artery at the bifurcation and was described as calcified (rate of stenosis was unknown). The reference vessel was tortuous. There was no adverse consequence to the patient. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The IFU read to "ensure the stent delivery system outside the patient remains flat and straight" and "caution: slack in the catheter shaft either outside or inside the patient may result in deploying the stent beyond the lesion site". It is possible that the operator's interaction with the stent delivery system may have contributed to the reported event if these steps were not followed correctly. With the limited amount of information available and without return of the product for analysis or films of the event, it is not possible to draw a clinical conclusion between the device and the event. However, vessel characteristics and procedural factors may have contributed to the reported event.

Event description:
While implanting a 9.0 x 40mm precise stent, the stent "jumped forward" and was placed distally. Another 9.0 x 40mm precise stent was implanted proximal to the first stent to fully cover the lesion. There had been no difficulty prepping the device and the physician had maintained a fixed inner shaft position during deployment. The lesion was in the internal to the common carotid artery at the bifurcation and was described as calcified (rate of stenosis was unknown). The reference vessel was tortuous. There was no adverse consequence to the patient.